Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their controller would go unresponsive since a few weeks ago. Patient noted their implanted neurostimulator battery would only last 12 hours if they switched to group a. Agent reviewed this was expected and the ins battery depletion was dependent on ins settings and usage. Agent reviewed role of manufacturer representative (rep) and provided nas # for their hcp if they wanted to meet with a mdt rep. Patient service specialist helped the patient perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. The troubleshooting steps that were taken on the call resolved the issue. Patient service specialist reviewed the external equipment was functioning as intended.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial#(B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they talked to a rep and told them it lasted 10-12 hours and when they would go charge it, they had to take the battery out and then put it back and try to charge it. Patient stated now it won't charge unless they take the battery out. Patient stated they spoke with a rep. Pt voiced their frustration with the rep. Patient reported they can't put it on a because it won't even last 12 hours so they don't use a. Issue resolved by taking battery out and putting it back in.